Event description:
It was reported that black debris was created while the power pick was being used. Procedure performed: microfracture. There was no attempt to retrieve the debris. Surgery was completed with a condral pick.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was returned for evaluation. During evaluation tests, no debris was created. At this time, the cause of the event remains undetermined. At this time, the cause of the event remains undetermined. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.